Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure a balloon shaft was sheared. The balloon was being back loaded onto a guide wire when the device jammed. Then the balloon "sheared off on the guide wire" proximal to the balloon and kinked mid shaft. The balloon was successfully removed from the patient. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was further reported that access was gained through the femoral artery. The ulta thin diamond balloon dilatation catheter was being used for pre dilatation. Forceps were being utilized to retrieve the device from the guide wire when the balloon detached from the shaft just proximal to the balloon. The balloon was successfully removed from the patient using the forceps. The balloon was never inflated.